Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Optical sensor issue: clinical details report that the ps map was ~50 mmhg below the patient's bp reading 5 hrs into support (70 mmhg vs 19 mmhg). No further details were provided. Data logs were reviewed and the report was confirmed. Initially, the ps was reading ~80/40 mmhg when the pump was first inserted in the body and started. The optical sensor calibration was checked, and the g0 went from 16607 to 16629, which is not abnormal. Within the first 5.5 hours of starting the pump, the ps map had trended down from ~50 mmhg to 20 mmhg even though the p-level/mc remained constant or increased. In reviewing the first rt log, there was also an instance of the ps stepping down without any change in mc or p-level within the larger trend, however, the pressure trace remained aortic. Product was not returned for investigation. Since limited clinical details were provided, data logs were inconclusive, and product wasn't returned for investigation, the cause of the optical sensor issue could not be determined.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had placement signal issues. The impella position was verified to be accurate. No patient harm was reported. Impella support continues.